Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system would intermittently flash white and then lose display functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information form the manufacturer representative (rep) determined that when turning the system on, before the boot up logo comes up, the screen on the main cart monitor flashes which and goes black. The issue happens on the staff cart and possibly the other monitor as well.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the navigation system was flickering. To restore functionality, the monitor of the system was replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.